Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the submission of a revision usage sheet that the patient's left hip was revised. Noted on the usage sheet: "revised for pain." An exeter stem with 28 +4 ceramic head, mdm liner, and adm/ mdm insert were implanted.